Event description:
Reportedly, the physician was unable to connect a lead into a port. No further info is available.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.